Event description:
It was reported the customer had recurring no delivery alarms. The customer's blood glucose was unknown. Troubleshooting found the customer's tubing was not bent or kinked. It was also found the customer has not tried all remedies for the no delivery alarm. The customer was advised to monitor their insulin pump. Customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.